Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the screen. The caller did not provide information regarding the impact on blood glucose levels, so no adverse impact was noted. The technical support team instructed the caller to try operating the button without a case and provided guidance on proper pressing techniques, but despite these efforts, the difficulty persisted. As a resolution, it was decided that the pump needed replacement. The customer, whose pump was still under warranty, agreed to continue using the current pump until the replacement arrived and was informed about returning the defective unit within 10 days using a pre-paid label.